Event description:
It has been reported to co that the occlusion balloon ruptured during the procedure. The physician inserted the occlusion balloon wire into the carotid artery lesion site on the right side. The physician inflated the occlusion balloon to 6mm to occlude the vessel, no control was made at the stage. The physician implanted a carotid wall stent into the artery. The physician then inserted the aspiration catheter and aspirated the debris from the area. The physician tested the area with diluted contrast and the occlusion balloon had deflated.